Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) lead exhibited varying pacing impedance measurements over the past year. Current measurements are greater than 2,000 ohms. Boston scientific technical services (ts) recommended isometrics and pocket manipulation along with an x-ray. The isometrics and pocket manipulation were performed but not the x-ray. The impedances remained greater than 2,000 ohms throughout troubleshooting. The patient has been referred for a system explant at another account. The patient will be remotely followed on a weekly basis until the procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Attempts to obtain additional information were unsuccessful as the account was unwilling to provide additional information.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that surgical intervention was performed and the lead was capped due to lead fracture.